Event description:
It was reported that the patient presented for system extraction due to infection. Upon explant, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 39.5cm was returned for analysis. External insulation abrasion was noted at 6.7-6.9cm, 10.0-10.4cm, 10.4-10.6cm, and 10.9-12.0cm from the distal end of the svc shock coil, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.